Event description:
Per physician's notes: "during a nephrostomy tube placement procedure, a dilator fractured due to presumably an occult crack". The pt underwent an unsuccessful stent placement attempt the previous day so the tube was being placed to accommodate passage of a hight stone. During the dilating process the #10 french dilator cracked and broke leaving half the dilator embedded in the pt. He was taken to the operating room where removal of the foreign body took place and completion of the nephrostomy tube placement.